Event description:
It was reported that the patient expired. Infection was noted. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is alzheimer and dementia.

Manufacturer narrative:
The partial lead measuring 16.4 cm of the connector portion was returned. Electrical testing and visual inspection did not find any anomalies except procedural damages.